Event description:
In this event it was reported that multiple reciproc file breakages during use; the outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
Broken parts were not removable from tooth and treatment concluded by incorporating into the filling.